Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to severe aortic insufficiency. More information regarding the patient status, and event details have been requested.